Manufacturer narrative:
(B)(4). Concomitant medical device: unk cup; unk head; unk stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01944. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for revision due to unknown reasons, possibly due to dislocation. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Reported event was not confirmed yet review of x-rays provided demonstrates left total hip arthroplasty with superior dislocation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.